Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out-of-range impedance measurements of greater than 2,500 ohms. Loss of capture (loc) was also observed. The lv lead issues appeared to have started in (B)(6) 2014, one year after the routine device replacement was done. The lv lead was evaluated under fluoroscopy, but no fracture was visualized. A lead revision procedure was then performed. It was noted that this lv lead model had the lv-1 terminal pin design, which was no longer available; therefore, the lv-1 header device was planned to be replaced with the lead. During the procedure, as the lv lead was pulled out, the right ventricular (rv) lead and the right atrial (ra) lead moved together with the lv lead. The ra and rv leads could not be retained and the entire system was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted the suture sleeve was tied down on the lead body at 37.5 cm to 39.5 cm from the terminal pin. The outer insulation was bent at 39.5 cm from the terminal pin, just distal to the suture sleeve tie down, and all conductor coils were fractured in this location. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
(B)(4). The explanted lv lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.